Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. White screen was observed. The returned meter was further investigated and de-cased. Internal visual inspection was performed and liquid contamination was observed on the pcba (printed circuit board assembly). Therefore, issue is not confirmed due to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs (device history review) showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device a "white screen", which led to being unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced a loss of consciousness and/or a seizure. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device a "white screen", which led to being unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced a loss of consciousness and/or a seizure. No further information was provided. There was no report of death or permanent injury associated with this event.